Event description:
It was reported by a former employee that they experienced, "flashes and sparks" in their eyesight following a clinical trial in (B)(6) (lum-abu-qs-13-01) using a lumenis m-22 laser 1064 q-switched nd:yag handpiece. The former employee stated they were advised by their personal physician to not work for one week. The initial reporter also stated light is emitted through the shell of the handpiece when the system is deployed.

Manufacturer narrative:
Lumenis investigated the reported event requesting the patient's medical record for review of the reported adverse event and for an evaluation of the severity of the event report. Despite reasonable attempts by lumenis to obtain the patient's medical record the record was not provided to lumenis for review. No determination of the severity of the alleged sequela could be established. Lumenis was unable to obtain information to verify the validity of the event report. No subject device malfunction was reported therefore no examination of the subject device occurred. Subject device malfunction is not the suspected cause of the event report. Lumenis technical laser experts investigated the event report. The technical experts stated that tests of the intensity of the light seen through the handpiece shell during deployment were not sufficient to cause harm to personnel in the treatment area during use of the subject device. The technical experts stated the design of the trial handpiece is similar to other nd:yag handpieces which are cleared for use in aesthetic applications. The historic safety of long-pulsed nd:yag treatments using similar handpieces has been established by the fact that no known reports of similar events have occurred. Although no potential for harm exists from the extraneous light emitted through the handpiece shell, lumenis technical experts determined that in order to dispel any concerns by device operators the handpiece shell would be manufactured from a darker plastic material which would prevent extraneous light energy from being emitted through the outer shell of the handpiece. Should lumenis obtain information to corroborate information provided in the initial report lumenis will file a follow-up MDR.